Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced ineffective and uncomfortable stimulation since implant. The patient declined troubleshooting attempts to resolve the issue. Surgical intervention is planned to address the issue.